Manufacturer narrative:
(B)(4): vaginal shortening, infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).

Event description:
It was reported that a patient underwent a sling procedure (B)(6) 2003. Following the procedure, the patient experienced significant lower back pain, which took months to resolve. The patient still has some residual pain. The patient had vaginal scarring and shortening, which has impacted her intimate relationship with her spouse. Attempts were made to correct the situation, but were not successful. The patient experienced frequent urinary tract infections since having the surgery. No additional information was provided.